Event description:
It was reported to medtronic neurosurgery that the pressure level setting of the pt's implanted valve had inadvertently changed. The report states that the pt experienced dizziness and difficulty balancing following the change in pressure level of the valve. According to the report, the pt has been implanted with a shunt since they were 5 years old.

Manufacturer narrative:
The product was unavailable for return as it remains implanted in the pt. Therefore, an eval of the device performance was not possible. The instructions for use that accompany the device caution that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. A review of mfg records showed no anomalies. Add'l pt/device info: it was later reported an inadvertent pressure level change of the valve had taken place one time prior to the most recent occurrence on (B)(6) 2013, but the exact date was unk.

Manufacturer narrative:
The product was unavailable for return as it remains implanted in the patient. Therefore an evaluation of the device performance was not possible. Strata products are designed to be non-invasively adjusted by a strong magnet. The instructions for use that accompany the device caution that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. The instructions for use also warn that ¿MRI systems of up to 3.0 tesla may be used any time after implantation and will not damage the strata® ii valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure.¿ a review of manufacturing records showed no anomalies. Additional patient/device information: it was later reported on (B)(6) 2013, that an inadvertent pressure level change of the valve had taken place one time prior to the most recent occurrence on (B)(6) 2013, but that the exact date was unknown. On (B)(6) 2013, it was reported that the patient was no longer experiencing dizziness, but that they continued to have difficulty maintaining balance and had fallen down while walking or standing on several occasions. The report states that the pl setting of the valve had been inadvertently adjusted from 1.0 to 0.5 following an MRI on (B)(6) 2013. According to the report, the physician was asked if the valve was working properly following the most recent inadvertent adjustment, and the physician responded that it was. (B)(4).